Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site as well as inflammation; and was treated with oral antibiotics (date and duration not reported). Subsequently the patient underwent a procedure (date not reported) to excise granulation tissue. The implanted device remains.